Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Event description:
It was reported that the implant was ripped out of the patients bone during removal of the handle in a hammertoe surgery. The implant was still used in the patient but with less bone purchase.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The optech notes ¿while applying pressure, rotate the implant into the intermediate phalanx for implant insertion." And "the implant should be screwed into the intermediate phalanx until the distal tip of the handle is flush with the bone. The handle can then be removed from the implant." If the user applies too much pressure it could push the implant further into the housing/handle and cause it to wedge inside and become stuck. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. No corrective actions are required at this time. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the implant was ripped out of the patients bone during removal of the handle in a hammertoe surgery. The implant was still used in the patient but with less bone purchase.